Manufacturer narrative:
A final report will be submitted when the investigation is complete.

Event description:
A customer's daughter reported that her mother went to the hospital and the paramedics were called to two episodes of hypoglycemia. Customer's daughter reports her mother received readings that were "higher than she felt" on her precision xtra meter. The paramedics were called when her mother exhibited symptoms including slurred speech and inability to move. The paramedics treated the customer at home with glucose "from a tube," they administered a shot and also gave the customer some food. The details surrounding hospitalization are unknown. It is also unknown if the customer adjusted her medication based on the readings from the precision xtra meter.